Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported the patient's pacemaker exhibited undersensing episodes. The intervention and patient's condition were unknown.